Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained dilaudid with a concentration of ¿5¿ and a dose of ¿0.6¿. It was reported the patient had withdrawal symptoms since (B)(6) 2017. The pump was interrogated on (B)(6) 2017. The logs stated a motor stall occurred on (B)(6) 2017. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The pump was programmed to minimum rate. The issue was not resolved at the time of the report. Surgical intervention was planned, but not yet scheduled. The patient status at the time of thereport was alive ¿ no injury. No further patient complications were reported.